Event description:
Customer called to report that she heard that there was no scroll pump for the maximum bolus issue. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unexpected alarms noted. However, the insulin pump had multiple alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. No unexpected alarm noted during testing or in the alarm history file screen. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.